Manufacturer narrative:
The connector pin and connector cap were found pulled out of the connector assembly, consistent with excessive forces during implant procedure. The ptfe coating was found to be stripped and bunched up distal to the connector pin. This is consistent with the reported field event of the connector pin damage which was isolated to procedural damage. The reported field event of the stylet stuck in the lead was not confirmed.

Event description:
It was reported that the patient presented for a lead implant. The stylet locked inside the lead lumen and could not be removed. The lead connector pin was damaged during the attempted removal. The lead was removed and replaced. The patient was stable.